Event description:
It was reported that the patient's vns was disabled many years ago as "it did not work for him," which was determined to be an allegation of lack of efficacy. During follow-up with the physician's office for the disablement date and assessment on the lack of efficacy, it was reported that the device was disabled as the patient's mother felt that the vns "makes things worse," which appeared to be an allegation of an increase in seizures. No additional relevant information has been received to date.